Manufacturer narrative:
(B)(4)

Event description:
Per the surgeon, it was reported that the patient underwent revision surgery on (B)(6) 2018 under a general anaesthetic. During the procedure the skin was excised and a new abutment was placed.